Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that anchor did not deploy properly in the patient.

Event description:
It was reported that anchor did not deploy properly in the patient.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the device was received without the anchor; only the inserter was returned. The inserter tip was damaged. No other damage was observed on the device. Probable root cause for the reported failure involving this device could have been caused by improper deployment of the anchor. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.